Event description:
Resident placed on therapeutic mattress for preventative treatment of decubitus ulcers. On 11/1/95, staff found resident with neck and left leg entrapped between bottom of side rail and bed frame and rest of torso/body on floor. Resident was pulseless and apneic but dnr and was pronounced dead. Mattress appeared to be working properly. However, mattress is collapsable at edges which may have allowed resident to fall between rail and bed frame. Because of the possible connection with the mattress and the pt's demise, facility has removed this product and will not be using it in the future.